Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient reported that her stimulation was vibrating too much and she had to turn it down. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.